Event description:
The reporter contacted animas on (B)(6) 2014 alleging more than three loss of primes. The reporter stated that the patient had a blood glucose (bg) of hi with large ketones, abdominal pain/vomiting, and nausea. The patient was hospitalized with a diagnosis of diabetic ketoacidosis. The patient was treated with insulin via pump and injection and IV fluids. This report is being made due to the bg excursion the patient experienced due to an alleged loss of prime issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/24/2014 with the following findings: the black box starts on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2013 have been overwritten. The current black box shows no valid loss of prime events. Ezprime sequence and 24hr duration test were successfully completed with no alarms or loss of prime warnings being duplicated. The available total daily dose adds up correctly and reflects the users programmed basal rate. No alarms related to complaint in alarm history. Pump completed delivery accuracy test (results attached). The audio bolus button cover is intact; but not responding to presses. Removed button cover; the white slug under the cover is missing. Unable to perform 10u audio bolus due to unresponsive button. Unable to duplicate the complaint, information for the complaint is overwritten. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.